Event description:
Same case as #2134265-2008-01200. This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion occurred. The pt presented for angioplasty of the diagonal artery for restenosis of a previously placed non-bsc stent. The vessel was 50-75% stenosed from the mid to distal region. A 3.0x20mm maverick balloon was used to predilate and the physician attempted to place a taxus express2 2.75x32mm drug eluting stent, but was unable to advance it beyond the trunk. After several attempts were made to advance the stent delivery system (sds), a "system of double guide was used" and a new taxus express2 2.75x32mm drug eluting stent was used. However, this sds was unable to advance beyond the trunk as well, the procedure was completed with balloon angioplasty, which resolved the stenosis. Returned product analysis determined that a stent damage had occurred.

Manufacturer narrative:
Product analysis found that the returned device was separated into 3 pieces. The distal section was 17.5cm in length from the tip. This break in the polymer appears to be cut by the user. The cut is clean angled cut. The mid section was 9.5cm in length and the hub section had the core wire exposed that would normally extend into the distal outer and reduce the likelihood of the sds from kinking. The break here appears to be a tensile break with slight elongation deformation of the polymer. Microscopic examination found that the balloon and stent were undamaged and did not see any positive pressure prior to the shaft fracture. There was no evidence of manufacturing defect or anomaly on the returned unit or within the manufacturing records reviewed for the reported batch. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review and performance specifications prior to shipment. A CAPA has been initiated to address this issue. The root cause for shaft detached and separated cannot be determined.